Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Cause of low bg was not known. Customer stated the low bg corrected itself prior to contacting support. Reportedly, the customer reverted to insulin pens for diabetes management.